Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that, on (b)(6) 2026, after approximately 37-48 hours of wear, the Pod was accidentally knocked off the infusion site on the hip/buttocks. This led to the patient's blood glucose level increasing to approximately 24 mmol/L (432 mg/dL), with ketone levels reported at 0.7 mmol/L. The patient developed symptoms including abdominal pain and fatigue, prompting the family to seek medical attention. The patient was transported to (b)(6) Hospital, where they were subsequently admitted. Treatment during hospitalization included fluids and insulin correction doses; however, the method of insulin delivery and the dosage were not specified. The patient remained hospitalized for approximately seven hours and was discharged in the early hours on (b)(6) 2026. The Pod involved was accidentally mixed with older Pods and cannot be identified; therefore, it is unavailable for investigation.